Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, heparin was administrated to the patient after crossing the septum. After deployment of the closure device, a clot was noted at the tip of the was sheath near the core wire of the closure device. The physician aspirated through the was sheath and administered more heparin. The physician evaluated the patient using transesophageal echocardiography (tee) and no clot was noted. The physician reviewed the position, anchor, size and seal (pass) criteria and released the closure device. The patient was extubated and woke up without complications. The patient will stay overnight for observation and as long as no issues overnight, will be discharged the following morning. The patient is fully recovered.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, heparin was administrated to the patient after crossing the septum. After deployment of the closure device, a clot was noted at the tip of the was sheath near the core wire of the closure device. The physician aspirated through the was sheath and administered more heparin. The physician evaluated the patient using transesophageal echocardiography (tee) and no clot was noted. The physician reviewed the position, anchor, size and seal (pass) criteria and released the closure device. The patient was extubated and woke up without complications. The patient will stay overnight for observation and as long as no issues overnight, will be discharged the following morning. The patient is fully recovered.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038003293. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (stent/treated vessel/device implant site/device) (additional device required, hospitalization or prolonged hospitalization). Risk review: a risk review was completed and confirmed that the event of thrombosis (stent/treated vessel/device implant site/device) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.